Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a cardiac perforation with tamponade. When the right atrial (ra) lead was placed, the patient's blood pressure was observed to be 85/50. It continued to decrease and an echo was performed showing fluid. A pericardiocentesis was performed with close to 500cc of blood drained. The ra lead remains in use. When attempting to place the right ventricular (rv) lead, placement difficulties were observed and it was difficult to obtain appropriate rv lead pacing measurements, with no capture observed at times. During one positioning attempt, the rv lead helix would not retract. The rv lead was removed from the patient and appeared to be functioning correctly, but as a lead issue was suspected, a replacement rv lead was used to complete the procedure. No further patient complications have been reported as a result of this event.